Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the user received a cancelled bolus 2 times and did not know why. The user then checked the bolus history to verify amount of insulin delivered and was then able to deliver the additional amount without a problem. The user denied the occurrence of occlusion alarms or touching any buttons during delivery. There was no allegation of an adverse event with this complaint. This complaint is being reported based on the allegation of a non-specific pump malfunction.